Manufacturer narrative:
Concomitant products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 08-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine (5 mg/ml a t 0.5 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that at an end of life pump procedure the patient stated they were not getting pain relief in the neck/scapula region, so their catheter was explanted and replaced. There were no external factors involved and no diagnostics/troubleshooting were performed. The issue was resolved at th e time of the report. The patient's weight and medical history were asked but will not be made available. The catheter will not be returned as the customer refused. Additional information was received from the rep on 2021-05-03 who reported that the cause of the patient's pain was not determined, they had neck and scapula pain that the pain pump was not covering. There was no issue with the catheter but replacing it resolved the patient's pain. The explanted pump was discarded.